Event description:
A hosp in (B)(6) reported that they were testing the power fail alarm on an iw934jeu cosycot infant warmer during normal preventative maintenance. The hospital reported that the power fail alarm worked initially, the stopped beeping and would not come on again. The reported fault was observed before pt use.

Manufacturer narrative:
(B)(4). The device is currently en route to fisher & paykel healthcare for eval. We will provide a follow-up report upon completion of our investigation.